Event description:
The right side motor brake is malfunctioning, has 3 positions instead of two.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.